Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient had a left total knee arthroplasty to address osteoarthritis, pain, and functional limitations. Depuy components and depuy cement x2 were utilized during the procedure. On (B)(6) 2019, the patient had a left knee revision to address loosening of the tibial tray loosening at the tibial tray/cement interface, pain, and flexion instability. The femoral component was noted to be well-fixed but was also revised. No mention of the patella. Competitor cement and components were implanted during the revision. Doi: (B)(6) 2016; dor: (B)(6) 2019 (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.